Event description:
A donor contacted the center in 2004 to inform the center staff member that donor had voided red urine after they had donated earilier that day. Reportedly the procedure had been aborted after approx 660 ml of plasma had been collected. According to the center staff the donor's collected plasma was red during the plasmapheresis procedure. Center staff stated the procedure was discontinued without reinfusion of concentrated red cells and the donor reportedly left the center in good condition. The donor was instructed to go to the urgent care facility to be "flushed" with IV fluids. Reportedly, the donor was released by the hosp (urgent care facility) without any treatment. A urinalysis was done but the results were not available. No further info is available.